Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-08054. The patient received scs system on (B)(6) 2008. It was reported that the patient was experiencing intermittent stimulation. The lead had invalid values and the patient experienced positional stimulation in the knees and thighs and did not have any stimulation coverage in the low back and below the knees. The patient was scheduled for a revision. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.